Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision reverse shoulder arthroplasty - dr (B)(6), (B)(6) hospital (B)(6) 2018. Initial primary surgery unknown. First revision by dr (B)(6) at (B)(6) hospital on (B)(6) 2016. Only the glenoid component was revised on this date, as per codes listed above. Prosthesis dislocated shortly afterwards. Patient presented to dr (B)(6) with poor upper limb function. Infection present (black tissue visible on opening patient (B)(6) 2018). The glenoid components (as per codes above) and humeral components (epi 2 cent ref: 130720201, sn: (B)(4) and stem ref: 1307 14 000 sn: (B)(4)) were removed today. Patient closed after instrument extraction, for further prosthesis implantation at a later date when infection cleared. Male patient (B)(6).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.